Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs and medical records received. There is no new allegation. After review of the medical records for reportability, the patient was revised to address metallosis .revision notes reported of tea-colored fluid, increased synovial fluid, increased synovial tissue, some slight of metallosis at the trunnion head site. The acetabular shell was inspected and found to be stable. Clinical notes reported hip pain, increase cobalt ions levels, soft tissue reaction, and CT scan revealed enlarged lymph nodes. Revision of right total hip arthroplasty with tissue debridement on (B)(6) 2017. Right hip synovitis tissue, femoral head and liner components were removed. It was indicated in the previous report that lab results for metal ions ere below 7(no unit provided

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain that has increased over the last 2 years. It was also stated that cup placement was slightly vertical. Cobalt ion level is 6.7, chrome level is 4.7. No pseudotumor or visible metallosis. No relative comorbidities, no falls or traumas.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4).

Event description:
Pinnacle litigation record received. Litigation alleges friction and wear between the cobalt-chromium metal head and cobalt-chromium metal ions in the blood and tissue. Plaintiff experienced severe pain, discomfort and inflammation.

Event description:
Ppf alleges metal wear/metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  UDI:(B)(4). Added: event, type of reportable event.